Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. When the physician took the catheter into the table, a white powder was noticed on the handle. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.